Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the health professional inserted the foley catheter balloon, but urine outflow could not be confirmed. When attempted to drain and remove it, the sterile water in the balloon would not drain. Ultrasound revealed that the catheter had not been properly placed in the bladder. After cutting the catheter, it was successfully removed within 5 to 6 hours.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. It was unknown whether the product had caused the reported failure. Sample was evaluated and observed inflation eye are meet internal specification. However, due to poor sample condition the complete investigation could not be performed and this complaint is classified as inconclusive-poor sample condition. The potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft¿ and might be contributed by user related, example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d, e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the health professional inserted the foley catheter balloon, but urine outflow could not be confirmed. When attempted to drain and remove it, the sterile water in the balloon would not drain. Ultrasound revealed that the catheter had not been properly placed in the bladder. After cutting the catheter, it was successfully removed within 5 to 6 hours.